Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: answers are not available to the questions, as doctor couldn't remember the details. What is the patient¿s current condition? Patient is good now. Will the device or samples be returned for evaluation? Product was discarded.

Manufacturer narrative:
Product complaint # ==> (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the initial procedure? What was the date of the initial procedure? What tissue layer was the vicryl plus suture used on? What was the condition of the tissue when the vicryl plus suture was used? What post- operative date did the patient present with symptoms? Were any cultures taken of the wound and what were the results? What medical intervention was performed for the patient? What is the surgeon opinion of the relationship between the vicryl plus suture and the "wound suppuration"? What are the patient age, gender, weight, other medical conditions? What is the patient¿s current condition?

Event description:
It was reported that a patient underwent an unknown procedure on unknown date (B)(6) 2019 and suture was used. The patient experienced wound suppuration on an unknown date. An additional procedure was performed to clean the wound and re-suture with a different suture type. The current condition of the patient is unknown. Additional information has been requested.